Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis with complaint that the pump gives air alarm when cassette is vented. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Visual and functional testing was performed. No air alarm occurred when the hose was filled. Reported issue was not confirmed.

Event description:
It was reported that the pump gives air alarm when cassette is vented. There was no reported patient involvement.